Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550517, exp date 05/31/2009). Reference medwatch report with a1 pt for the suspect device used in system 1.

Event description:
Reporter alleged obtaining on a pt a discrepant blood glucose result of 541 mg/dl while using inform system 1 compared back to back with a result of 143 mg/dl while using inform system 2 when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that controls were run on and within range. A request was made for the return of the suspect device and replacement product was sent.